Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear and improper device use. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking components of the motor device were damaged, the bearings were damaged, and the cable/cord/wiring was damaged. It was noted that locking jams, and the motor has misfires. It was further determined that the device failed pretest for rotational speed assessment, safety assessment, cutter lock assessment, and loctite and cable assessment. This event did not occur during surgery. There was no patient involvement. It was noted in the service order that during an unspecified surgical procedure it was observed that the bearing of the motor was getting damaged. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.